Event description:
The tip end of a stryker pain pump broke off into the pt's left shoulder. The date and time of incident is not known. The pain pump was implanted in 05 without complications. The tip was removed from pt's shoulder a mo later.